Manufacturer narrative:
A flash drive was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator had a bad communication issue; several universal serial bus (usb) errors and issues were found in the diagnostic and communications logs. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the usb. The se performed calibrations and extended self-testing on the device and all tests passed.